Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her blood glucose is higher than it should be. This morning, her blood glucose was 149 mg/dl. At lunch it was 158 mg/dl, and at dinner it was 268 mg/dl. She just delivered 8.7 units of insulin and her current blood glucose is 310 mg/dl. She treated with a bolus of 2.9 units of insulin. There are 89 units of insulin left in the reservoir and she feels there should be less. The insulin pump did not give any alarms. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer will call back to complete troubleshooting when she receives tubing clamps. Nothing further reported.